Event description:
Caller indicated the relion micro meter was giving variable readings. Caller took three back to back tests on her father and got 79 , 459, 554. They have been using this meter for couple of years. She stated she did change battery about 6 months ago. Patient did not have any symptoms. Caller is using proper technique. Strips are kept in the kitchen but she said are not close to stove, sink or microwave. Controls not used. Meter in good condition, but 2 years old. Strips were just purchased. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. (B)(4).